Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the calcified and tortuous proximal end of the right coronary artery. A 2.50x20mm synergy ii drug-eluting stent was advanced for treatment. However, the device could not reach the lesion and it was observed that the tip of the stent struts were lifted. The device was removed and the physician performed a reverse puncture. The procedure was completed with another stent with a different size. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 20 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal stent strut rows were noted to be lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the calcified and tortuous proximal end of the right coronary artery. A 2.50x20mm synergy ii drug-eluting stent was advanced for treatment. However, the device could not reach the lesion and it was observed that the tip of the stent struts were lifted. The device was removed and the physician performed a reverse puncture. The procedure was completed wih another stent with a different size. No patient complications were reported and the patient's status was stable.